Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a scheduled generator change. During procedure, the right ventricular lead failed to disconnect. It was noted that the lead became stuck to the atrial lead in the superior vena cava. The physician sutured down and capped the lead on (B)(6) 2020. Further information we requested however, was not provided.

Event description:
New information noted that the patient condition was stable.